Event description:
The patient was hospitalized for an unreported indication. On an unreported date, the patient had break in aseptic technique which caused peritonitis. Two days later, the patient experienced peritonitis manifested by hazy dialysate. On an unreported date, the patient started treatment with vancomycin (1gm, frequency, and route not reported) and gentamycin (12.5 (units not reported), frequency, and route not reported) for peritonitis. The next day the patient was retrained on proper aseptic technique. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.